Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The reporter alleged that, after removing and reinserting the battery, the display screen was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/16/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 04/02/2014 with the following findings:a review of the pump¿s black box history showed multiple call service alarms related to the pump display were recorded on 02/25/2014. During testing, the pump powered on with audio tones, vibrations, and a fully illuminated display screen. The pump was opened and no visible defect was found to the printed circuit board. The complaint of the blank display screen was observed in the pump history but was not able to be duplicated during investigation.